Event description:
It was reported that within one day of implant, a small apical pneumothorax was noted on a chest x-ray. It was assumed to be related to the implant procedure. Further x-rays demonstrated that it appeared to resolve on its own. The rv (right ventricular) and atrial leads remain in use. No further patient complications have been reported as a result of this event. The leads were noted to be part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID addr01 implanted: 2010 (B)(6). (B)(4).